Event description:
The customer reported dirty device during an unspecified procedure involving an olympus colonovideoscope. The customer suspected that the cause of the dirty device was due to insufficient reprocessing. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.